Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a g136 cavitron plus, they allege that the tip was getting hot.. No injury was reported from the alleged event.

Manufacturer narrative:
Damaged flow control on hp causing poor water flow and tip got hot. Replaced damaged/worn components and recalibrated unit to factory specs.